Event description:
It was reported that the patient presented to the hospital after receiving inappropriate therapy due to noise. A decrease in pacing lead impedance was noted. The lead was explanted and replaced. The patient was in good condition after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.